Manufacturer narrative:
Per evaluation conducted by the manufacturing site: as the concerned device was not returned and the available event information is very limited, a definite root cause determination is not possible. Based on the limited information, previous similar complaints and the experience of the investigator a potential root cause has been determined. Based on the safety devices implemented in the ui500 endoflator, a misfunction of the electronics is very unlikely. It was reported that the patient was a neonate, and neonates have very narrow cavities, which can quickly lead to excess pressure. A potential scenario could be that an inadequate setting (e. G. To high flow/ to high pressure) for the operation on a neonate was chosen, which led to excess pressure, which in turn led to the unit regulating pressure and flow to decrease pressure. And this was then noticed and interpreted by the operator as the unit being "out of control". The choice of an inadequate setting for the operation by the user is therefore assumed as the potential root cause. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Correction: type of reportable event has been corrected to "serious injury" in section h1. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
There is no indication stating that customer will return the device for further evaluation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that procedure (case type and date unknown), the pressure fluctuated and the surgeon had to stop the surgery before any possible harm to the patient. The patient was a neonate, and no patient injury was reported.